Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found a tear on a haptic and residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Patient code: secondary surgical intervention, lens explanted and exchanged for shorter lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 vicm5_13.2 implantable collamer lens, -10.0 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.